Event description:
A (B)(6) female pt contacted zoll customer support for an unrelated issue. During servicing, the monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. As received, the monitor powered on normally. However, upon further eval, the monitor would not power on. The flash memory bga components (pld and flash chips) were reprogrammed. The intermittent power up failure could not be duplicated after reprogramming. The root cause for the intermittent power up was inconclusive. No adverse event resumed from the monitor. The pt received a replacement monitor.